Event description:
Customer reported the insulin pump would not allow her to program a bolus. Customer's blood glucose was around 200 mg/dl at the time of the incident but was unsure of exact value. The buttons on the device were not responding. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.